Event description:
It was reported a foreign hair found on implant. Another implant was opened and used. No additional information on the reported event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection found the blister seal to be opened upon receipt. A small hair like fiber was found at the bottom of the empty outer carton. This complaint has been confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.